Event description:
Asr revision, asr resurfacing - left hip, reasons for revision: component loosening (femoral head), pain. Update: 1 july 2015. Added product details taken from reply to query 1, 1st july 2015 (pd 1 july 2015).

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Asr revision, asr right hip, reason for revision: femoral neck fracture beyond 3 months, amended revision date: (B)(6) 2008. Patient is (B)(6) - for left hip see com (B)(4). July 17, 2015 - update - scf queried as had both right and left hip info - checked to conf what reasons for revision was for left and right - for right: reason for revision: femoral neck fracture beyond 3 months. Patient was revised from resurface to xl on the right hip - for xl see com (B)(4) cup remained in situ. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. (B)(4).

Event description:
Asr revision, asr resurfacing - left hip, reasons for revision: component loosening (femoral head), pain. Update: 1 july 2015 added product details taken from reply to query 1, 1st july 2015 (pd 1 july 2015). Update: 7july 2015 product details provided in query 1 reply were incorrect and were actually for the right hip. Left hip product details are on the original claimsuite which was added (B)(6) 2015 but products were not updated. These are now updated with manufacture and expiry dates. (Pd 7 july 2015).

Event description:
Asr revision; asr resurfacing - left hip; reasons for revision: component loosening (femoral head), pain.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).